Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with an honor magic 7 phone with android operating system version 15. The low glucose alarms did not sound, and the customer was not alerted of changes in glucose level. The customer experienced a loss of consciousness, was unable to self-treat, and received sweetened water and sweetened yogurt provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported missing low glucose alarm. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The compatibility guide was available to the customer on the product's website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with an honor magic 7 phone with android operating system version 15. The low glucose alarms did not sound, and the customer was not alerted of changes in glucose level. The customer experienced a loss of consciousness, was unable to self-treat, and received sweetened water and sweetened yogurt provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.